Manufacturer narrative:
The explanted products were discarded by the medical facility, and will not be returned for evaluation. A review of sterilization records for the ipg and lead found them to be satisfactory. The pt's infection has reportedly cleared. This is the final report.

Event description:
The pt's system was explanted due to infection.